Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: a. Was there any adverse consequences that affected the patient because of the reported event? B. Please confirm the hospital name/account number. Response; a) no additional information is available. B) the surgery was performed at (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised the patella. It was found to have wear on the lateral facet of possible delamination. No instruments were broken, therefore no instruments removed from patient. Date of implantation is unknown. Doi: unknown dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.